Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and kidney infection. The customer also reported a blank display on the insulin pump. The customer also reported a difference between the sensor glucose and blood glucose values. The sensor glucose value was 50 mg/dl and the blood glucose value at the time of event was 400 mg/dl. The customer was treated for hyperglycemia with manual injection and a kidney infection with hospitalization. The event involved product(s) unk_sensor. Troubleshooting was performed for high blood glucose event and the customer was advised to monitor the insulin pump. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for the blank display and the display returned after restart. Troubleshooting was not performed for the difference between sensor glucose and blood glucose values. No further patient complications were reported. No product return is required for unk_sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary 2. Section d1/d2a/d2b & d4 - product material has been changed from unknown sensor to mmt-7040a and updated brand name, product code & common device name, model number, catalog number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-7040a.